Manufacturer narrative:
(B)(4).

Event description:
It was reported that during patient use, a ventilator upper display became erratic. The patient was transferred to another ventilator without harm.

Manufacturer narrative:
(B)(4). The covidien service engineer (se) inspected the device and verified the malfunction. The se replaced the graphic user interface (gui) printed circuit board (pcb). The se performed extended self-testing on the device and all tests passed.

Manufacturer narrative:
The device was repaired and the reported issue was isolated to interface between the device and the failed component. If information is provided in the future, a supplemental report will be issued.